Event description:
It was reported and learned through the investigation that a patient with a 23mm 3300tfx aortic valve has been placed under evaluation for a valve-in-valve procedure after an implant duration of 12 years, 10 months due to severe stenosis and moderate pvl. The patient was hospitalized with symptoms of heart failure- worsening sob.

Manufacturer narrative:
H11: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.